Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1116676. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe needles are too long. The following was received from the initial reporter: good night, I have a line that uses gb daily, I always use a 1ml and 6mm syringe. I noticed that the last 3 packs that I bought (including the third one I am using now) have a larger size than the others, I say this with conviction because I keep all the syringes and vials to do a photographic essay when the treatment is finished and really comparing with the others , of the same brand, same specification, the needle of these last 3 packages is bigger.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe needles are too long. The following was received from the initial reporter: good night, I have a line that uses gb daily, I always use a 1ml and 6mm syringe. I noticed that the last 3 packs that I bought (including the third one I am using now) have a larger size than the others, I say this with conviction because I keep all the syringes and vials to do a photographic essay when the treatment is finished and really comparing with the others , of the same brand, same specification, the needle of these last 3 packages is bigger.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.